Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1512702) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: after completely shuttling down to deploy the sealant, the sealant didn't deploy. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the procedural sheath. Procedure type: diagnostic peripheral sheath size: 6f vessel size: 6 mm stick location: medium.